Event description:
Boston scientific received information that this right ventricular (rv) lead was fractured and inhibiting pacing. The rv lead also exhibited a high out of range pacing impedance measurement of greater than 2000 ohms. The patient¿s system was rescheduled and no intervention has been performed at this time. The rv lead remains implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Despite multiple attempts made to the field, no further information concerning this event was made available. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.